Event description:
The distributor reported on behalf of the user facility that they were unable to zero balance the catheter. The icp reading would not fall below 5mmhg under atmospheric pressure. No pt contact was reported.

Manufacturer narrative:
To date the device has not been received for eval. An investigation has been initiated based on the reported info.